Manufacturer narrative:
During investigation, bloodstain was observed inside of the distal tip assembly. It was observed that the catheter was split/open in the center of the guidewire canal at 2.3cm from distal tip end. Fluid was coming out of the opening during flushing. The distance between proximal marker band to distal end of the tapered mandrel was 5.0mm, the length of the male luer to female telescope was 4.0mm, and the length of the imaging core was 21.0mm from distal edge of ro marker band to distal housing. During image characterization testing, good square image appeared in the system and the product performed within spec. Additionally, kink was observed in the sheath assembly 28.0cm from femoral marker at distal side.

Event description:
Boston scientific has become aware of the following event after conducting a retrospective review of complaint records: the saline leaked out from a part of around 10mm from the tip. It discovered at the time of 2nd run. The image was normal. The details of procedure were unclear.